Manufacturer narrative:
Xeridiem (legal manufacturer) part number is 70-0023-020; (B)(4) (exclusive distributor) part number is m00582150; the(B)(4) part number is the one appearing on the label. The device was not able to be returned for evaluation. Instructions for use warnings include one that indicate the device is for single use only. Since the device was not returned for evaluation, a definite root cause for this device's failure could not be determined. The process for manufacturing this device was reviewed, including records for this device's lot number, and no nonconformities were found.

Event description:
The device was a replacement and they inflated the balloon during the procedure. They noticed the next day that the patient was lethargic or unresponsive. They had some concerns about the tube being dislodged. The physician came in, deflated the tube, reinserted it, reinflated it, and they moved the patient to the ICU. They stopped the tube feeding and had a cat scan done later that day. It was after that point that they noticed some air or fluid, so they removed it and put air back in to reinflate the balloon and put it on the table to watch it and the balloon deflated. The balloon deflated and got dislodge. The patient was transferred to rehab within the hospital. Hospital told patient's husband that the product was defective, leaked and caused the patient serious injury. Patient is on a ventilator, unresponsive and is not improving.